Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an air in line alarm. Continuous infusion rate: 2ml/hr. Total reservoir volume: 3.8ml. Given: 88.2ml. They did not set up for air detector. Length of infusion: 46 hours. The pump was used to prime the extension tubing.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, lifted dso seal, sticky latch lock, and a worn keypad overlay. There was a 'medium alarm displayed: cannot start pump' alarm revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the faulty air detector was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.